Event description:
It was reported that there was debris exiting from the bulb. Per additional information received via email on 23 april 2020 from a bd associate, the customer had been using the product for 5 years and the bulb that is made of rubber peeled. This was an overuse of the product.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿contents: one unit bard® ellik bladder evacuator caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Caution: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Bard is a registered trademark of c. R. Bard, inc. Or an affiliate. C. R. Bard, inc. Covington, ga 30014 1-800-526-4455 packaged in mexico pi-50485 5/99 caution: this product contains natural rubber latex which may cause allergic reactions. Released." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was debris exiting from the bulb. Per additional information received via email on 23 april 2020 from a bd associate, the customer had been using the product for 5 years and the bulb that is made of rubber peeled. This was an overuse of the product.